Event description:
A customer reported that during surgery, the footswitch stopped working. The system was restarted to complete the case. There was no patient harm.

Manufacturer narrative:
Additional information: the system was examined and the reported event was not replicated. The company representative cleaned the contact on the footswitch as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 11, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).